Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that foreign substance was noted on the device. The target lesion was located in the right coronary artery. Following dilatation with a maverick balloon catheter, a 2.5 x 20 synergy drug-eluting stent was advanced for treatment. However, an alteration in the visualization shows a presence of hair or foreign body. Subsequently, the device was removed immediately and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.